Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that 'probably a week or so,' it has been taking awhile to connect to their pump. They stated, 'it will tell me it's connecting, but then it will say no connection or something like that.' They have to keep fooling with the communicator to get it to connect. Patient mentioned they bolus 'almost every day.' Yesterday they had to 'do it a few times before it kicked in and stated 'that's very unusual. The screen that says the equipment is connecting to the pump 'sometimes it will just pop back up, - it pops back up on its own.' They see no pump response a lot of the time and when the screen said retrieving pump settings 90%, sometimes it will connect past this screen and sometimes it won't. While on the call, they were able to successfully connect with a telemetry delay at 90%. Patient requested a bolus with a brief telemetry delay and read 1 hour 58 minutes and 1 bolus left after the bolus delivered successfully. Agent assisted patient in clearing data.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.